Event description:
It was reported that no disposable clamp tubing and no disposable pump won't run on both pumps while using the same size cassette with flow stop. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.